Event description:
Ous MDR - it was reported that the lead was capped 62 months after the implantation due to ventricular oversensing and artifacts on the ff channel.

Manufacturer narrative:
The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. As described in the complaint text, the available iegms showed interference signals in the far-field channel and in the right-ventricular channel, which led to vf detection. However, it was not possible to determine the cause of the clinical complaint despite the available information since this would require an examination of the lead itself. If additional relevant information or the device itself should become available, the incident will be updated accordingly.